Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 145mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received stuck in the motor error loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected reset was noted during testing. Unable to perform the excessive no delivery test and occlusion tests due to the motor error alarms. The pump had minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.